Event description:
It was reported that, an 840 ventilator was not power-on due to a defective power switch. The ventilator was not in use on a patient at the time the malfunction occurred. Problem was troubleshot it with the customer over the phone and recommended to replace the power switch. Covidien was not authorized to service the device.

Manufacturer narrative:
Correction: upon review of the complaint on 2018-04-27, the following were identified to need a correction. PMA/510(k) # evaluation codes device evaluation: a service engineer (se) inspected the device and replaced the power switch. The unit passed testing and operated within the manufacturing specifications. Additional information: added unique identifier (UDI) #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator would not power-on; there was no display. The ventilator was not in use on a patient at the time of the event.